Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Cgm and bg readings were unable to be provided however, the customer stated readings were "off by 30 mg/dl". Reportedly, the customer performed a calibration and cgm readings became accurate. No additional patient or event information was available. A root cause could not be determined.